Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2011-05085, 05086. The patient received his first lead extension on (B)(6) 2011. He received his next 3 lead extensions on (B)(6) 2011. Two of the four lead extensions are from the same lot. It was reported that the patient lost stimulation and could not turn it up to perception. An impedance check was ran and two contacts were found to be invalid. An sjm representative reprogrammed the patient by avoiding the invalid contacts. As a result, stimulation was recaptured. The patient continued to have impedance issues and on (B)(6) 2011 one of his lead extensions was explanted and replaced. The patient has regained all coverage.

Manufacturer narrative:
Results - the product was received complete and attached with 2 strain relieves. The product failed functional testing. All contacts were open due to broken wires at the strain relief location. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.